Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing blurred vision and micro-hyphema. Add'l info was rec'd from the surgeon's technician who reported the consumer is having retinal issues which are not related to his iol and has been referred to a retinal specialist. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 08/16/2011 and 08/29/2011 by phone, fax, and mail. Add'l info was rec'd in a f/u phone call on 08/15/2011. A completed questionnaire has not been rec'd. (B)(4).